Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2003, pt was implanted with a bard flat mesh during a vaginal procedure, also utilizing another company's products. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event, additionally, no product was returned for eval. The MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.